Event description:
Information was received indicating that a smiths medical medfusion 4000 pump flange not in place. It was reported that the pump was repaired at customer site under workorder number (B)(4). Repair details: cleaned dirt infusion, ran 10 minute test. No adverse effects were reported.